Event description:
It was reported that the patient developed an infection at the pod insertion site on the arm while wearing the device between 49 and 71 hours. The patient's blood glucose values raised to 19 mmol/l (342 mg/dl). The patient stated that near the end of the pod¿s wear time, the site became red, itchy, and raised, prompting them to remove the pod a few hours early on, (B)(6) 2026. The patient reported that the site appeared red and raised, with more blood than usual upon removal. The patient took an antihistamine, which had helped in the past, and initially noticed slight improvement. However, the condition progressively worsened, and by (B)(6) 2026, the patient observed a swollen lump measuring approximately 3¿4 cm in diameter. They contacted their physician and obtained an appointment later that afternoon. According to the patient, the physician diagnosed an infection at the infusion site and prescribed the antibiotic clarithromycin. Following treatment, the swelling reduced to approximately 1 cm in diameter, the redness resolved, and the patient plans to complete the full antibiotic course. The patient had removed the pod prior to the medical appointment, and a new pod was successfully applied afterward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.